Event description:
It was reported that this pacemaker exhibited low out of range pace impedance measurements on the right atrial (ra) lead, resulting in a lead safety switch. No adverse patient effects were reported. This device system remains in service.